Manufacturer narrative:
H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The complaint of a damaged guidewire is confirmed; however, the exact cause is unknown. One 0.018 in. Guidewire in a plastic hoop was returned for evaluation. An initial visual observation showed multiple bends in the guidewire near its distal end. Use residue was observed on the returned sample. The core wire was observed to be intact during tactile evaluation. A microscopic observation revealed multiple kinks in the guidewire near the distal end. One of the coils at the proximal tip of the guidewire was observed to be disjointed but connected to the weld tip. Both weld tips were observed to be present and intact. While the exact cause of the damage observed in the returned guidewire is unknown, possible causes include manipulation prior to or during attempted use. A lot history review (lhr) of rebv0673 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that barbs were found on the mst guide wire. The device was not used on a patient.

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebv0673 showed two other similar product complaint(s) from this lot number. Device not received.

Event description:
It was reported that barbs were found on the mst guide wire. The device was not used on a patient.